Manufacturer narrative:
Date sent to FDA: 7/11/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of mesh on (B)(6) 2015.

Manufacturer narrative:
Patient code: (B)(6)- shrinkage device code: (B)(4)- hernia recurrence occurred . It was reported that following insertion the patient experienced abdominal pain, adhesions, erosion, hernia and shrinkage. No additional information was provided.